Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a mlafunction. The lead was explanted and replaced with a competitive defibrillation lead.